Event description:
Follow up information received reported that no interventions had taken place and no malfunctions were seen. The patient outcome was unknown. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced a burning sensation and an increase in urinary frequency, which they took pain medication for. It was also reported that the patient never experienced therapeutic effect from their implantable neurostimulator (ins). It was noted that during the 3 day trial phase, the patient had relief only one time. The patient had been reprogrammed 2 to 3 times by 2 different company representatives but still had no benefit from the device. It was noted that they had the device turned off for quite a while and recently turn it back on but still had frequency of going about every 0.5 hours. The patient had tried all of the provided programs and the current setting was noted as "3 something." The patient did have stimulation on the inside of the right buttock on one of the programs while another program provided stimulation in the rectal area. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v167239, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).